Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow step/instructions - operator continued to deploy the proglide without pulsatile blood flow from the marker lumen. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure as a cutdown was performed to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, with a 5fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. It was reported that backbleeding upon vessel entry was not good. When the proglide was deployed, the proglide footplate appeared to press outward from its sheath making it difficult to withdraw the device from the puncture site. Upon cutdown, it was apparent that the device never engaged the artery despite being 'hubbed' against the skin. Three other proglide were used with the same result. A cutdown was performed to achieve hemostasis. The left common femoral artery was accessed successfully to complete the aaa procedure. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.